Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. This report is submitted on august 22, 2019.

Manufacturer narrative:
(B)(4).

Event description:
As per the clinic. The patient received steroid injections for a keloid scar at the abutment site. The implant remains in-situ.